Event description:
It was reported that the patient died at home per hospice. No other information was provided. Cause of death is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. Death is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for the reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.